Manufacturer narrative:
Medtronic cryocath was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients were referenced in the article. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿initial results of pulmonary vein isolation using the novel third-generation cryoballoon.¿ heart rhythm. 2016. 13 (5 supplemental 1); s462.

Event description:
The literature publication reported the following patient complication while using a cryoballoon catheter: there were three patients who experienced ¿transient or persistent phrenic nerve palsy (pnp).¿ the treatment/outcome is unknown. The location/status of the cryoballoon is unknown. No further patient complications have been reported as a result of this event.